Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples were not evaluated, he photos were evaluated. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4)

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. No serious injury or medical intervention.

Manufacturer narrative:
Medical device type is corrected to jka.